Manufacturer narrative:
Information has been received from the customer and is currently under evaluation. The cause of this event is unknown.

Event description:
The customer reported visible smoke from the epoc host battery while the device had been charging for approximately one hour. The device was brought outdoors where the battery cover dislodged due to a reported expanded battery. There is no report of injury due to this event.